Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). Soundstar catheter, model #: m-5723-12, lot#: g3009100. (B)(4).

Manufacturer narrative:
(B)(4). During an idiopathic ventricular tachycardia ¿left procedure, it was reported after 6 or 7 ablations at 40 watts, it was noticed that the thermocool sf catheter temperature rose above 42 degree celsius. The stockert generator setting was checked and it was verified that it was set to temperature control mode but no error or warning received while ablating. Shortly after this, it was noticed thru soundstar catheter that the patient had pericardial effusion. Pericardiocentesis was performed. The patient was stabilized and admitted overnight for observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
During an idiopathic ventricular tachycardia ¿left procedure, it was reported after 6 or 7 ablations at 40 watts, it was noticed that the thermocool sf catheter temperature rose above 42 degree celsius. The stockert generator setting was checked and it was verified that it was set to temperature control mode but no error or warning received while ablating. Shortly after this, it was noticed thru soundstar catheter that the patient had pericardial effusion. Pericardiocentesis was performed. The patient was stabilized and admitted overnight for observation.